Manufacturer narrative:
Event date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was needing an MRI of the brain and the caller reported the patient had not brought their controller to the MRI appointment. They wanted to know if the patient could have an MRI without the controller with them. They also reported the patient said the stimulator had not worked in years. When asked to clarify, they reported the patient said they stopped feeling stimulation and stopped getting therapeutic benefit in (B)(6) 2018. It was recommended they confirm stimulation was off prior to the MRI and to follow up with the healthcare provider regarding the stimulator "not working."